Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he does not know if he is getting any insulin. Customer stated that he has had high blood glucose for the past few days? Customer's blood glucose is 400 mg/dl. Customer stated that he has a back-up plan and has treated with a manual shot. Customer ran a manual prime and the insulin did exit the tubing. Customer's settings and programming were found to be accurate. Customer stated that he last changed his infusion set 3 days ago. Customer was advised to remove the set and found that it was bent. Customer was explained that this could be why his blood glucose was high for the past 3 days. Customer changed his set and was advised to monitor the issue.